Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. The customer reported air bubbles in the reservoir of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump or wait for no delivery from the insulin pump and then change the entire infusion set. No additional information was provided.